Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was having issues with their implantable neurostimulator (ins). The patient stated that they had the battery changed because it stopped working, but after 15 years the device started working again and they could not turn it off. The patient mentioned that they had a magnet but didn¿t know how it worked. No patient symptoms were reported and there were no complications. Indication for use is unknown.